Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the final stage of a procedure involving the valve t505u223 hkii ultra cinchii 23, blood leakage was detected. Upon inspection, a crack was found in the device, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b.5: event description h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the outer packaging of the valve had no visible damage, and the valve itself was also inspected prior to use. The crack on the valve was only noticed during the procedure after a transesophageal echocardiograph (tee) discovered the leakage from the valve, then when the valve was removed, the crack was discovered. The crack on the valve is located on one of the valve leaflets as the tissue appears split. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the severity of regurgitation due to the crack as mild. No additional adverse patient effects were reported.